Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and found the "cassette not attached properly" error. The device was visually inspected. During functional testing, the customer reported issue was not confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. The downstream occlusion (dso) sensor was calibrated and the unit reset to standard configuration. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited a cassette sensor issue. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.